Event description:
The customer reported that during a laparoscopic hysterectomy, the surgeon thought the device was sealing because an endtone, signaling a completed seal was heard. The surgeon made a cut but a seal was not made. The cut area began to bleed. The blood loss was 300cc.

Manufacturer narrative:
(B)(4). The product sample was discarded by the site. Without the sample, a detailed investigation could not be performed. The device history record (DHR) indicates the lot/serial number was released meeting all qa specifications. If additional information is obtained or the sample is returned, we will re-open this investigation. The IFU states that prior to cutting the seal, the surgeon may inspect the vessel or tissue to ensure proper fusion. A representative from covidien has also spoken with the surgeon regarding this incident.